Manufacturer narrative:
Event description suggests the target device as primary product. No associated products were reported. According to the catalog # the device is of new design version. A review of the device history records was not possible because the lot-code was not provided. A physical examination could not be carried out as the device was not available for evaluation. According to the information received it got lost at customer site. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. Loosening of the nail holding bolt during insertion of the nail. Repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended. Not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. The usage of the ¿new¿ drill guide sleeve 1320-0215 (improved drill guiding feature) instead of 1806-0215 may ease the distal locking procedure. Regarding mis-drilling the operative technique has already been modified by ecn 6496/08. There has been no proven mistargeting in former investigations with this new design version of the target device (catalog # 13200111). Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal assembling of the devices. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was lost by the customer .

Event description:
It is reported by the nurse of the hospital, that the number of distal misdrillings increased. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that the number of distal missdrillings increased. Replacement was available.